Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from china by our edwards lifesciences affiliate, during transfemoral tavr with a 23mm sapien 3 valve, the 14fr esheath was inserted into the patient without resistance. Following balloon aortic valvuloplasty (bav) with a 20mm balloon, the 23mm commander delivery system was inserted into the 14fr esheath. It was not possible to advance the delivery system through the sheath in the iliac artery. The physician suspected vasospasm, so the delivery system was withdrawn. A 7mm balloon was used within the sheath to dilate the iliac artery, and the tavr procedure continued. After the sheath was removed, an iliac artery rupture was detected, necessitating placement of a stent. The patient remained stable and was awake the following morning, with the right leg warm and a strong pulsation of the dorsal artery.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review and the following was observed: tortuous anatomy present in patient access vessel, undersized vessel at some points. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the inability to advance the delivery system through the sheath and subsequent injury was unable to be confirmed. Available information suggests that patient factors likely contributed to the event as tortuous anatomy at access vessel and undersized vessel were noted. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Additionally undersized vessels (e.g. Due to anatomical variation) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.